Event description:
It was reported that during implant, the lead exhibited threshold and impedance anomalies. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of threshold and impedance anomalies was not confirmed. Analysis was normal and no anomaly was found except normal crimp marks and j shape. Two tines on tines sleeve were missing that was possibly due to an introducer or another device. (B)(4).